Manufacturer narrative:
The lens was inserted and removed. It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 25.5 diopter intraocular lens (iol) was inserted into the patient's operative eye but then it was removed and replaced with a za9003 25.0 diopter during the same surgical procedure. Reportedly, a vitrectomy was performed and no issues for the patient were reported. The account commented that the lens is not available for evaluation. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-(B)(4).